Event description:
The cuff on the trach tube did not stay inflated. Cuff was tested prior to surgeon insertion and showed to be in working condition. Surgeon then proceeded to place the trach and discovered the cuff was not staying inflated. A new size 8 was used and it worked just fine (this new trach tube was identical but had a different lot number).